Manufacturer narrative:
According to the facility "the catheter would not drain past the connection where the actual catheter meets the tubing". Per the facility "staff irrigated and manipulated the tubing multiple times to try to get the foley to drain for 10-15 minutes". Per the facility they were eventually able to get the foley to drain. Per the facility the foley catheter was replaced and there was a reported infection related to the catheter where "draining/air locking was an issue". The sample was returned for evaluation and a dimensional analysis of the catheter found no issues or abnormalities. The investigation showed the blockage occurred due to blood clotting and encrustation of the catheter tip and eyelets no additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "the catheter would not drain past the connection where the actual catheter meets the tubing".